Event description:
The reporter contacted animas on (B)(6) 2012 stating that for two weeks the up and down arrow keypad buttons had required multiple presses to elicit a response. It was reported that condensation could be seen under the screen. The reportedly stated the patient took showers with the pump and went swimming with the pump. The keypad was reportedly intact. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up' and 'down' arrow buttons. Multiple button presses are required before they will engage. There was no visible damage to the keypad, which was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons. No visible damage to the pump case. No corrosion in battery compartment. No moisture in cartridge compartment. No evidence of fluid behind display lens visible. Unrelated to this complaint, an in-house leak test was performed and a display lens leak was found. The pump was opened to check for internal moisture damage. Moisture residue was found on internal components and on printed circuit boards. Observed vibration motor not responding. Pump was opened and vibration motor was tested. The pins on the motor are not making an electrical connection with the printed circuit boards.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.